Event description:
It was reported to philips that the device had a broken rubber button on the front display. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.